Event description:
It has been reported that the bd vacutainer® eclipse¿ blood collection needle has been found experiencing three occurrences of safety shield failure. The following has been provided by the initial reporter: it was reported that pink shield's are falling off therefor making product defective.

Manufacturer narrative:
Initial reporter: address unavailable. Bd corporate address used. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos for investigation. Therefore, 20 retention samples from bd inventory were evaluated by visual functional testing for proper activation and no issues were observed relating to defective locking mechanism as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode defective locking mechanism. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It has been reported that the bd vacutainer® eclipse¿ blood collection needle has been found experiencing three occurrences of safety shield failure. The following has been provided by the initial reporter: it was reported that pink shield's are falling off therefor making product defective.